Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found some staples were malformed. Then he used hand sewing to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.